Event description:
Summary: client was found laying on her left side in her bedroom doorway by rn at approximately 8 am on (B)(6) 2013. There was a pair of scissors on the bathroom counter with a small amount of blood on them and what appeared to be part of the central line with caps and clamps in place laying next to the scissors. Squad, police, and coroner summoned to home to assess. Client was found to have cut the central line that was inserted during this past hospital stay and there was a significant amount of blood on the floor in the bathroom, to the front door, and in the bedroom, including a moderate amount on her bed linens. Client was discharged from (B)(6) at approximately 3 pm on (B)(6) 2013. She was brought home by a friend. It is unclear who the last person (B)(6) talked to was. There were 15 missed called starting around 330pm on (B)(6) 2013, when client's cell phone was found under a chair in her living room this morning by the nurse or squad. There was a large amount of blood on the floor in the bathroom, a moderate amount in the hall, and a moderate amount in her bedroom. The water in the bathroom sink was still running. It appeared that client had gone to front door (to unlock it?) As there were blood spatters in the hall to the front door and it appeared she had walked back to her bedroom. She may have then walked back and placed her bathroom linens and her hospital gown and tennis shoes in the washing machine as it had been filled with water, although the top wasn't closed and was still full of water this morning. There was a knot in the middle ties on the hospital gown. Further determinations are pending coroner's investigation, although it is not expected that client meant to harm herself when the central line was cut. Medical device report to FDA will be completed, although it does not appear to be device failure and is related to the line being cut above the clamps and caps.